Event description:
It was reported by the rep that the device was used during a laparoscopic hernia repair. It was reported the first device only had one staple in the stapler. Another stapler was opened and after the first the handle would not release. A third stapler was opened and the case was completed. There was consequence to the pt.